Manufacturer narrative:
Evaluation of the complaint sample confirmed the biopsy cannula was broken approximately in half. The distal portion of the biopsy cannula was not returned for evaluation. Inspection of the area where the cannula broke noted the area displayed signs of bending. However, the investigation was not able to confirm definitively if the cannula was bent during use. A review of complaint data did not identify any trend with this or similar failure modes. A review of applicable manufacturing procedures did not identify any issues that may have contributed to the confirmed failure mode. A device history review (DHR), raw material history file and the sterilization batch records for the listed lot number showed no recorded quality problem or rejections related to this incident.

Event description:
During an iliac crest procedure carried out from a skilled healthcare professional and according to instructions of use, trocar broke inside patient bone. A piece of 2 or 3 centimeters long stayed in and a surgery was needed to extract it from the bone.